Event description:
As reported by the edwards field clinical specialist, during a transcatheter tricuspid valve replacement procedure via a transvenous approach, the 26mm sapien valve was implanted in a 95:5 ventricular position, resulting in significant tricuspid regurgitation (tr). The 26 mm sapien valve was prepped off label on a retroflex3 delivery system for implantation in a medtronic mosaic 27 tricuspid valve. Prior to deployment, the sapien valve appeared to be positioned 100% ventricular and was canted due to the guidewire¿s position in the pulmonary artery. Post deployment, the sapien valve was positioned 95:5 ventricular and significant tr as noted. A second sapien valve was positioned 50:50 in the tricuspid valve and deployed in a 60:40 ventricular position, which resolved the tr. The patient tolerated the procedure well and left the cath lab in stable condition. The image intensifier angle was described as good. The coaxial alignment of the valve and delivery system was described as poor. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the perceived cause of the tricuspid regurgitation was the 95:5 ventricular placement of the sapien valve.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. The edwards sapien transcatheter heart valve is not indicated for tricuspid valve replacement or delivery via a transvenous approach; however, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with bioprosthetic heart valves and transcatheter valve replacement. There are multiple known patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, and poor coaxial alignment of the valve/delivery system. Physicians are extensively trained by edwards before they are qualified to use the sapien valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. However, due to the fact that this is an off-label use of the device, there are no specific instructions for the deployment of the sapien valve in the tricuspid position via a transvenous approach. Although the cause of the ventricular malposition in this case cannot be confirmed, it is possible that a combination of procedural factors, including poor coaxial alignment of the valve and delivery system and the sub-optimal placement of the sapien valve inside a degenerated surgical valve in the tricuspid position, may have caused or contributed to the event. The IFU clearly indicates that the safety and effectiveness of the sapien valve has not been established for patients with a preexisting prosthetic heart valve or for valve-in-valve procedures. However, there is no evidence at this time that the event was related to the off-label use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.